Event description:
My wife found me unresponsive at home and took me to the emergency room. It was discovered that my blood glucose level was 5 and that my kidneys had shut down. I was transferred from (B)(6) hospital (B)(6) to (B)(6) medical center and placed in the ICU (2) days and then the general ward for (3) days, 5 days total. A second follow-on event happened on (B)(6) when I had a seizure that required two separate CPR procedures, one at the apple store and a second in the ambulance en-route to the (B)(6) hospital (B)(6). My various doctor's believe the seizure was triggered by the previous kidney failure. I do not know all the tests that were completed during these two incidents. The medical records show all tests. Medical records can be located at (B)(6) medical center and (B)(6) hospitals. The second hospitalization was at (B)(6). The sensor was removed by hospital staff during intake. I do have the pdm that recorded the readings.